Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Product is no longer available to be returned.

Event description:
The caller alleged that the cannula was defective and was not properly inserted into her skin. The customer alleged that she discovered that the cannula was laying flat against her skin, which prevented it from being properly inserted. The customer experienced elevated blood glucose levels.